Event description:
The customer reported that they observed a leak coming from a beckman total bilirubin triggered kit. No patient results were involved in this event. It is unknown as to whether the personnel involved in this event was wearing personal protective equipment at the time of occurrence however no personnel sought medical attention in association with this event. There was no chemical/biohazardous exposure to personnel uncovered wounds or mucous membranes. No death, injury or modification to patient treatment was associated with this event. It is unknown as to whether there was a exposure control plan in place at the facility or if the material safety data sheet was reviewed.

Manufacturer narrative:
Beckman coulter inc. Assessment of the supplied photos indicated that the cartridges were leaking from the bottom seam. This may be indicative of a cartridge manufacturing issue. No service was dispatched to the site for this event. A definitive root cause for the leak is not known at this time.